Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was completed by moving patient to another room. A philips filed service engineer (fse) conducted a site visit and identified a potential problem related to image disk failure. After reviewing log file, fse found frontal ip-pc image disk related issue. To resolve the issue, fse recreate image application. After recreate image application, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.